Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of (24 mg/dl). The customer was taken to the emergency room (ER) and was treated with IV dextrose. The customer left the ER after a couple of hours. It was indicated that the customers basal rate was set too high giving the customer too much insulin.